Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as: 2134265-2015-09376. It was reported that a rotawire detachment and vessel perforation occurred. The eccentric target lesion was located in a tortuous and diffusely calcified right coronary artery (rca). A 1.50mm rotaburr and a 330cm rotawire were used for treatment. During the procedure, the physician passed the rotawire through the lesion and loaded the burr. The physician was able to perform multiple passes with the burr; however, the rotawire was noted to have fractured. Consequently, it was noted that the burr perforated the vessel. The physician was able to retrieve the burr and the rotawire from the patient's artery; however, approximately 20-30mm of the rotawire was left inside the patient's body. The patient was then taken for surgery which successfully removed the detached fragment of the rotawire and the artery was grafted. Patient remained stable in the entire event with no further patient complications reported and was then successfully discharged.